Event description:
The user facility reports the instrument was stuck in the open position. No patient injury was reported. Unknown if intervention was required. Additional information has been requested.